Event description:
It was reported that patient enrolled in a clinical study and underwent a total right hip arthroplasty on (B)(6) 2010. Subsequently, it was found patient developed a superficial infection on (B)(6) 2010. There has been no revision reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.